Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was confirmed fractured, and there was infinite impedance values exhibited. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a polarity switch; observed a lead impedance warning, and a high number of short v-v intervals. A lead fracture was suspected. The lead was noted with high impedance, non-capture, and high threshold. Artifact was recorded with pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.